Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigation finding of the returned device. The complaint device was returned for evaluation and analysis. The investigation finding is documented below. Investigation summary: a non-sterile 150cm x 5cm prowler select plus microcatheter was received contained in the decontamination pouch. Visual inspection was performed. The stent component of the 4.5mm x 22mm enterprise® vascular reconstruction device was confirmed to be partially outside the tip of the microcatheter as observed on the photo included in the complaint. Microscopic inspection was performed. Under magnification, it was noted that the microcatheter was flattened from the distal tip to 6cm. An attempt to flush the microcatheter was made, but it was obstructed and there was strong resistance felt between the delivery wire and the microcatheter. X-ray examination could not determine the cause of the obstruction. The microcatheter was dissected and it was confirmed that the obstruction was due to residues of dried saline. No additional damages were observed. The outer diameter (od) in the area outside the flattened area of the device were confirmed to be within specification. The inner diameter (ID) could not be measured as the delivery wire could not be removed due to the residues of dried saline in the inner lumen. The issue documented in the complaint that there was resistance when a partial section of the stent passed through the microcatheter tip was confirmed since the condition in which the microcatheter and the stent were received is consistent with the information reported; however, the issue could not be confirmed through functional testing due to the amount of saline residues that were observed on the microcatheter. With the information available, it cannot be determined when the distal aspect of the microcatheter became flattened; this type of damage is consistent with rotative hemostasis valve (rhv) overtightening and most likely occurred during the device removal after the encountered resistance. Therefore, this is not being considered a contributing factor to the issue as reported. The device lot number was not available. The manufacturing documentation review could not be performed without the lot number. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached as to the cause of the event reported, it should be noted that product failure is multifactorial. The instructions for use (IFU) states that if strong resistance is met during manipulation, discontinue the procedure, and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, g.3, g.6. H.2, h.3, h.6, and h.10. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00547 and 3008114965-2023-00548. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a stent-assisted aneurysm embolization procedure, the complaint stent, a 4.5mm x 22mm enterprise® vascular reconstruction device (enc452212 / 7048257) was delivered into the concomitant microcatheter, a 150cm x 5cm prowler select plus microcatheter of the same product code (606s255x / lot# unknown). The physician encountered resistance when a partial section of the stent passed through the microcatheter tip and the stent could not be released. The physician removed the stent and the microcatheter from the patient¿s anatomy and switched to new devices to complete the procedure. There was no report of any negative patient impact. On 10-aug-2023, additional information was received. The information indicated that the location of the target aneurysm being treat was on the m1 segment of the middle cerebral artery. The lot number of the concomitant prowler select plus microcatheter could not be obtained. An adequate, continuous flush was maintained through the microcatheter. The stent component was still on the delivery wire when it was removed from the patient¿s anatomy. The stent / stent delivery system did not appear damaged. There were no visible kinks or other damages observed on the microcatheter. The replacement devices were another 4.5mm x 22mm enterprise® vascular reconstruction device (enc452212) and another 150cm x 5cm prowler select plus microcatheter (606s255x). The information confirmed there was no negative patient impact. The reported issue did not result in any clinically significant delay in the procedure. A photo of the device was included in the complaint file.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Section d.4: the expiration date of the device is not known as the device lot number is not available / not reported. Section e.1: the initial reporter phone: +18944066791. The initial reporter email address was not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Section h.4: the device manufacture date is not known as the device lot number is not available / not reported. The product analysis team reviewed the photo of the device included in the complaint. The review is documented below. [Photo review]: one photo was attached to the complaint. The photo shows the concomitant stent partially outside the tip of the microcatheter. No damages were noted on the portion of the device shown in the photo. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. The issue regarding resistance when the partial stent body passed through the microcatheter tip was not able to be confirmed since a functional analysis needs to be performed. Additionally, no damages were noted in the device that contributed to this failure. This investigation was performed based only on the photo provided. If the product is received after this investigation, an assessment will be performed as per the conditions of the device returned. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00547 and 3008114965-2023-00548. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product was received in the product analysis lab on 28-aug-2023. The returned product is pending evaluation. A supplemental 3500a report will be submitted once the product investigation has been completed. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00547 and 3008114965-2023-00548. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.